Event description:
Reportedly, it was confirmed that the atrial lead protruded from the connector block when it was connected to the subject pacemaker and proper screwdriver click was heard. However, a pull test detached the atrial lead from the pacemaker. Several attempts were performed, but the same situation occurred. The pacemaker was replaced and the atrial lead could be connected to the new pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was confirmed that the atrial lead protruded from the connector block when it was connected to the subject pacemaker and proper screwdriver click was heard. However, a pull test detached the atrial lead from the pacemaker. Several attempts were performed, but the same situation occurred. The pacemaker was replaced and the atrial lead could be connected to the new pacemaker.